Manufacturer narrative:
At this time, it has been indicated to olympus that the device will not be returned for testing and evaluation. Should additional information become available, or the evaluation is completed, a follow-up report will be submitted. Related complaints (scopes used with the defective oer) : (B)(6). This report is also being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be specified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the panel on the left side of the oer-3 (olympus endoscope reprocessor) overheated, causing a burning smell. This reprocessor at the time was used on an evis lucera elite gastrointestinal videoscope. During an onsite inspection by a field service engineer (fse), the fse checked the oer-3 machine and found that there was a hole in the binding part of the detergent tube closest to the washing tank. This was presumed to be due to the oer-3 being operated while there was liquid detergent leaking. There was no report of patient harm.